Event description:
It was reported that patient had an explant of their rigicon device. This was due to urethral erosion. There was no additional information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).